Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant. However, during post-implant check, it was impossible to interrogate and no pacing output was observed. The pacemaker was not implanted and was returned for analysis. Another reply pacemaker was successfully implanted.

Manufacturer narrative:
Conclusion: absence of telemetry and output resulted from presence of a titanium burr inside the device can, which induced a short circuit on the hybrid circuit. Because the final electrical test results were satisfactory at the end of the manufacturing cycle, this titanium burr was present inside the device can at that time but moved inside the can during shipment and induced the short circuit on the hybrid circuit. It should be noted that this is an isolated case.